Event description:
It was reported that the surgeon had placed a fem-pop eptfe graft in the pt. The pt came back for a doppler 15 days later, found a lack of vascularization in the lower limb. A second operation was performed, where a fracture was found on the circumference of the graft.